Event description:
A minimum fill notification was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The caller followed advice from technical support to clean the pump's pneumatic tap area, successfully reloaded the cartridge, and resumed using insulin.